Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code when testing. The event occurred during preventive maintenance. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal and scratched lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; error code 41622 displayed during the motor test. The most probable root cause was determined to be an inoperable cam flex optical sensor. The cam flex optical sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.